Event description:
An article from hospital for special surgery stated a retrospective review of a prospectively maintained surgical database was conducted for which patients had undergone 1-or 2-level cervical disc arthroplasty between february 2016 and march 2024. Based on a chart review in the article one m6-c patient was reported to be ho+.

Manufacturer narrative:
It was reported in a published article patients had undergone 1-or 2-level cervical disc arthroplasty between february 2016 and march 2024. Based on a chart review in the article one m6-c patient was reported to be ho+. It was not clear on if a revision surgery was required for the m6 patient. Without radiographic imaging it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No device was returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history records could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Without serial number or lot number, a review of the lhrs and ncmr database cannot be completed. Rmf 0003 rev 39 line 12.63. - heterotopic ossification (grade 1 to 2), periarticular calcification and non-fusion rmf 0003 rev 39 line 12.63.1 - heterotopic ossification (grade 3 to 4), significantly reduced motion, spondylotic bridging, spontaneous fusion due to heterotopic ossification, development of bridging bone or osteophytes, periarticular calcification and fusion